Event description:
Boston scientific received information that this right ventricular lead had dislodged. An invasive procedure was performed. The lead was explanted and successfully replaced. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. It is reasonable to assume, that the cuttings resulted from the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. The analysis did not reveal any sign of a material or manufacturing problem.